Manufacturer narrative:
Investigation summary: three photos were received and evaluated. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: a portion of the thumb grip from a control syringe product was depicted in the photos. A brown foreign matter substance was observed to be smeared on the inside of the thumb grip ring. Based on visual evaluation, the fm substance is likely grease from the mold being assembled. Root cause description: potential root cause for the grease foreign matter defect is associated with the molding process. It is likely due to work being done on the mold and insufficient part containment after the mold was restarted allowed a part with this condition to get mixed in with good product. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd control syringe with bd luer-lok¿ tip had dried blood or oil on the inside ring of the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd control syringe with bd luer-lok¿ tip had dried blood or oil on the inside ring of the syringe. There was no report of exposure, serious injury, or medical intervention.